Event description:
Customer reported experiencing constant cartridge alarms from his insulin pump, indicating that the cartridge could not be used. Despite replacing cartridges multiple times, the problem persisted and occasionally caused alarms during the night that went unnoticed. As a result, jerry's blood glucose level exceeded 500 mg/dl. The customer support team confirmed the issue and determined that the current pump would be replaced with one containing updated software. Jerry was advised on using multiple daily injections as a backup therapy until the replacement pump arrives, and instructions were provided on how to store and return the defective pump.